Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs). Three vessel coronary artery bypass graft surgery was performed with the impella 5.5 device centrally placed and false placement alarms (impella in aorta) triggered. Placement signal monitoring was disabled. A transesophageal echocardiogram showed the impella 5.5 device across the aortic valve at 3.5 cm. The patient was continued on impella mcs. Approximately four days later, suction events were encountered during runs of ventricular tachycardia (treatment unnoted). A couple of days later impella in aorta alarm triggered again, and the care team reduced the impella flow and confirmed the positioning. Heart function was noted recovering well and no pressers present. Next step was noted as weaning the patient from the impella device which was successfully completed and the device explanted with a survived patient outcome.

Manufacturer narrative:
Product complaint #: (B)(4). Complaint product experience coding was updated based the investigation team recommendation to better align with the reported details. Therefore, section h6 medical device problem coding was repopulated to reflect the update.